Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. H6 health effect - clinical code e2402: patient dissatisfaction with procedure outcome. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast augmentation with a (left) 400cc mentor memorygel xtra breast implant and a (right) 375cc mentor memorygel xtra breast implant. Post-operatively, the patient disliked the results. As a result, the patient underwent bilateral breast implant removal surgery on (B)(6) 2023. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On january 15, 2024, an analysis of the suspect medical device¿s photo was completed. Investigation summary: during visual evaluation of the image provided, some bubbles were observed in the gel. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
On july 8, 2024, the mentor failure analysis lab received the device for evaluation. In addition, the patient's date of birth, patient identifier and correct date of explantation were also provided and populated. Lastly, the patient's implants were replaced with the following devices: (left) 430cc mentor memorygel xtra breast implant catalog: smhx430 lot: 9861680 sn: (B)(6) and (right) 400cc mentor memorygel xtra breast implant catalog: smhx400 lot: 9880770 sn: (B)(6). On july 23, 2024, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth mod high xtra, 375cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now.